Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter-employed nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). During a call with baxter customer services, the nurse reported that on (B)(6) 2012, the patient experienced peritonitis that resulted in hospitalization on the same day. The cause of the peritonitis was unknown. On an unreported date, the patient began treatment with refline (1g injection, ip, once daily), tobramycin (40mg injection, ip, once daily), and heparin (1000 iu, ip, three times/day). It was not reported whether remedial therapy was ongoing. The outcome was unknown.

Manufacturer narrative:
(B)(4). The complaint was not confirmed. No device malfunction or user error was identified. The cause of the peritonitis was undetermined.

Manufacturer narrative:
(B)(4).the devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.